Manufacturer narrative:
H.6. Investigation: a review of the DHR could not be performed as the batch number is unknown. No customer samples/photos were received for evaluation. As no customer samples or photos were received the scope of this investigation is limited. Due to an unknown batch number and the unavailability of customer samples, the root cause is indeterminate. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had insufficient blood flow. The following fields were corrected with additional information: "it was reported that blood flowed to white end of extension and then would not flow passed connection."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had insufficient blood flow. The following fields were corrected with additional information: "it was reported that blood flowed to white end of extension and then would not flow passed connection."